Event description:
It was reported that this pacemaker exhibited farfield oversensing. As a result, an inappropriate atrial tachy response (atr) episode was stored. Reprogramming options were performed. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.